Event description:
It was reported that prior to starting a da vinci si surgical procedure the pk dissecting forceps instrument was noted to have a separated, broken wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. No other damage was found. The yaw pulley was missing a .152 x .055 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. There were indentations at the edge of the distal pulley. The evidence was inconclusive but most likely due to mishandling. There were visible scratches on the surface of the pulley. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.